Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event with infusion set where infusion set had bent canula and patient reported high blood glucose levels on (B)(6) 2026 and got treatment through change of set pump correction.